Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic), unexpected battery power loss. The customer reported no adverse event. The event involved product(s) mmt-1884. The customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. The customer reported receiving replace battery alert/ replace battery now alarm. This was the second occurrence of receiving replace battery alert without receiving a low battery warning first. The customer will discontinue the use of the device. No harm requiring medical intervention was reported. Mmt-1884 was requested, and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information received regarding battery depletion recall has been added which was not included with the initial report. The information has been provided in section h7 and h9 with this report. The pump was received with a cracked battery tube threads and a cracked case-corner of belt clip rails near the battery tube compartment. The pump passed the self test and active current measurement. However, the pump had a high sleep current measurement. The pump was monitored for several hours with a new test aa 1.5v battery to enable the pump to charge. A battery simulator was used and continued testing. Still, the pump had a high sleep current measurement. Successfully downloaded history files and traces using thump. Power management graph was successfully generated. The loaded voltage (loaded vlith) and the unloaded voltage (unloaded vlith) display at the power graph management tool shows abnormal behavior. Low battery alert was found on: 01/05/2025 08:32:00.000 01/07/2025 17:58:00.000 insert battery alarm was found on: 01/03/2025 09:00:34.000 to 01/03/2025 15:12:27.000, 01/05/2025 00:39:11.000 to 01/05/2025 20:30:00.000, 01/06/2025 12:46:49.000 to 01/06/2025 18:33:02.000, 01/07/2025 08:47:34.000 to 01/07/2025 08:47:34.000. Failed battery alert/battery failed alarm was found on: 01/03/2025 09:00:58.000 to 01/03/2025 09:01:24.000, 01/05/2025 01:16:40.000 to 01/05/2025 01:18:48.000, 01/06/2025 13:39:03.000 to 01/06/2025 18:29:41.000, 01/07/2025 08:47:53.000 to 01/07/2025 15:35:10.000. Power loss alarm was found on: 01/06/2025 16:24:50.000, 01/07/2025 09:14:02.000, 01/07/2025 13:14:36.000. Insert battery alarm was expected since the battery was removed from the pump. Upon checking on the power data/detail trace file, low battery alert was unexpected. Failed battery alert/battery failed alarm and power loss alarm were expected due to pump battery does not have enough power. The customer had used a no power battery. In further checking of the pump history records: battery cycle 1 received the lowbatteryalert (104) on 01/07/2025 17:58:00 faster than expected at 0.09 days. Battery cycle 2 received the lowbatteryalert (104) on 01/05/2025 08:32:00 faster than expected at 0.3 days. Battery cycle 3 received the lowbatteryalert (104) on 12/31/2024 17:51:00 faster than expected at 1.16 days. With reference to the battery duration failure analysis instructions, customer experienced an unexpected power loss of less than 7 days per the pump history records. In further review of the formatted history file 1 week prior to the event date of 07-jan-2025, these pump error(s)/alarm(s) were noted: lostsensor1alert (780) was found on: 01/04/2025 10:58:00.000 the pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No lost sensor alert or unexpected sensor errors or anomalies were noted during testing. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. The original pcba 1 was disconnected/reconnected with the original pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and no high sleep current measurement noted. An intermittent high sleep current measurement was confirmed, suspected on the pcba 1/pcba 2. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a missing display window/cover, a cracked keypad overlay, a stained keypad overlay, a scratched case and a serial number label fading. Cosmetic damage was confirmed at the battery compartment of the pump during analysis. The pump passed all the required testing except sleep current measurement. Customer alleged for unexpected battery power loss and an intermittent high sleep current measurement were confirmed, suspected on the pcba 1/pcba 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.